Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Bg was addressed by drinking orange juice. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.